Manufacturer narrative:
(B) (4). The extensions, carrier, and tunneling tool have been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
Extension carrier broke during tunneling. The remaining carrier was pulled through with the tunneller. The broken piece remained in patient's neck. The surgeon had to pull the extensions to try to dislodge the carrier piece. The pulling was successful. New extensions had to be opened because surgeon was concerned he might have ruined the extensions. The patient recovered without sequela after device fragment removal and the system is working fine.